Event description:
It was reported that a patient underwent a revision procedure approximately 2 months post implantation due to disassociation of the poly and stem. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Common device name: phx. Concomitant medical products: unknown tm stem cat#ni lot#ni. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2022 - 02549.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.no product was returned or pictures provided; visual and dimensional evaluations could not be performed.review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event.a definitive root cause cannot be determined.if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.